Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device was explanted due to infection at the incision site. It was noted that there was drainage shortly after ipg change-out with erosion in two spots on the edges of the incision. The pocket was cleansed. The organism was cultured as methicillin-resistant staphylococcus aureus (mrsa). Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.